Event description:
It was reported that this lead was revised due to it was exhibiting no capture. The lead remains in service. There is no evidence that suggest that the lead was repositioned. No additional adverse patient effects were reported.